Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a faulty insulin pump. The customer's blood glucose reading was unknown. The customer stated that he went without insulin for several weeks due to the pump not giving him insulin. The customer stated that it was between the infusion set and the pump not working. The customer could not recall any information of what happened as he was in the hospital. The customer stated that he did not want to troubleshoot as he is getting the pump replaced.